Event description:
Additional information reported that the patient experienced dehydration and diarrhea and had to go to the emergency room at (B)(6) 2013. It was also reported that the patient vomited bile up for 10 hours on (B)(6) 2013 and was given IV fluids to correct the dehydration. The patient was seen by their physician on (B)(6) 2013 because their abdomen was distended. The physician then turned up the patient's implantable neurostimulator (ins) from 7 to 10. The patient had a colonoscopy on (B)(6) 2013 and ended up being hospitalized the next day with dehydration, diarrhea, and pain from the colonoscopy. It was noted that the patient was re-hydrated now but was concerned that their ins was "not functioning properly". In addition, their physician told the patient that their gastroparesis was getting worse. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that the cause of the event was gastroparesis. The patient was referred back to gi for gastroparesis management. This reporter noted hospitalization was not required and the patient had no injury.

Event description:
It was reported the patient had distention, was vomiting bile, and was not able to eat. It was stated that the patient thought their implantable neurostimulator was "not working." The patient's symptoms were indicated to have been "coming back on and off" for the past couple months. It was further noted that the patient was "distended 24/7" and had been for a few months. It was indicated the device did take away the distention, pain, vomiting, and twisting that they patient felt inside. It was unclear if this statement referred to when the patient was initially implanted or some other time frame. About two weeks later, it was reported that due to the patient's symptoms about a month previous, the patient was hospitalized twice. It was stated the patient "could not stop" vomiting up bile and was dehydrated. It was noted the patient was going to see their healthcare provider the following day. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had to get up during the middle of the night, it would wake the patient up and the patient would ¿go throw up¿. It was reported that the patient experienced ligthheadness. It was noted that the patient experienced spasming, nauseous and ¿was so sick¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient had a loss of therapy in (B)(6) 2015. The patient got pretty sick this summer like the last time they had to have their ins replaced. The patient was going to have their device checked soon. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that in (B)(6) 2015, the patient started having symptoms; she was vomiting and had nausea. She lost 30 lbs. Because she couldn¿t eat. The patient¿s device settings were pretty high.